Event description:
It was reported that during a colon resection, the reloaded device fired malformed staples. The area was resected and the device was re-fired. Operating time was extended due to the tissue having to be resected. There was not pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.